Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated the right ventricular defibrillation coil developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for high pacing impedance and high rv defibrillation impedance. A fracture was suspected. Initially, the parameters on the lead were reprogrammed and subsequently, the lead was explanted and replaced. No patient complications have been reported as a result of this event.